Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses ((B)(4)). A right axillary-left common carotid-left axillary artery bypass procedure was performed to maintain blood flow to the branch arteries of the aortic arch, and two endoprostheses were implanted above the left common carotid artery. On the same day, the patient suffered from cerebrovascular infarct, and it was monitored. On (B)(6) 2010, the patient was discharged of the hospital with cerebrovascular infarct still remaining. The patient was later transferred to another hospital and was withdrawn from follow-up studies.